Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude measurement. This device remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).